Event description:
As reported: "breakage of drill tip."

Manufacturer narrative:
The reported event could be confirmed, since the drill bit is broken as complained. The device inspection revealed the following: the visual inspection has shown the drill bit is broken apart at the crossover from the cutting flutes to the shaft, the breakage is clean and no small fragments were generated. At the fracture initiation zone are two strong nicks at the corners visible. These damages are an indication for an excessive metallic contact, for example with the plate, during drilling. The breakage surface reveals typical characteristics of a brittle fracture i.e. Relatively smoother surface at the center than at the edges. Since the breakage was brittle (sudden) in nature, there is evidence of abrupt features especially by plateau on both sides of the fracture face. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an excessive metallic contact which did lead to a mechanical overload. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "breakage of drill tip."